Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded by customer.

Event description:
It was reported that during a surgical procedure, the blade broke. It was also reported that there were no adverse consequences as a result of this event. It was further reported that a 5 minute delay occurred as a result of this event. It was also reported that the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the blade broke. It was also reported that there were no adverse consequences as a result of this event. It was further reported that a 5 minute delay occurred as a result of this event. It was also reported that the procedure was completed successfully.